Event description:
It was reported that impedances were out of range. It was noted that the outcome was ongoing. It was noted that interventions included that the extension was replaced on (B)(6) 2014. It was noted that diagnostics included device interrogation. It was noted that the event was related to the device or therapy and related to the implant procedure. It was noted that impedances were out of range at impedance check after implantable neurostimulator (ins) replacement. It was noted that the extension was replaced and were still out of range. It was noted that the spinal cord stimulator (scs) was working well for the patient so the decision was not to replace leads at this time. It was noted that it would be rechecked at initiation or therapy visit. It was noted that the severity was mild. Additional information received reported that impedances were high. It was reported that action was not taken yet but was planning. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n432423, implanted: (B)(6) 2014, product type: accessory; product ID 3887-33, lot# j0320137v, implanted: (B)(6) 2003, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information was reported indicating that there were high impedances at impedance check after ins replacement. The extensions were replaced and impedances remained high. The initial programming was unsuccessful. Old lead replaced with impedances within normal limits and initial programming successful. High impedances were reported on (B)(6) 2014 and again while reprogramming the entire system on (B)(6) 2014. Initial programming was unsuccessful following extension replacement. On (B)(6) 2014 the old lead was explanted and implanted two new leads. The reprogramming on (B)(6) 2014 led to successful programming and the patient having great coverage. The issue was resolved without sequelae on (B)(6) 2014. Additional information was reported indicated that the initial programming post-implant was unsuccessful and that the initial lead replaced with impedances was within normal limits and successful programming at the time of the report.